Event description:
The patient's generator and lead were explanted and returned for an unknown reason. Multiple attempts to obtain the explant information and no response has been received to date. During generator product analysis it was identified that both the pre- and post-change lead impedance was high, and the date the pre-change impedance became high is unknown. The explant date is also unknown. Lead product analysis did not find any anomalies in the returned lead portion; however, complete assessment could not be completed as a large portion of the lead was not returned for analysis. No additional information has been received to date.